Event description:
The doctor noticed a haptic was missing after the lens was implanted in the pt's eye. The incision was enlarged to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2010-00045 for the delivery device used with this intraocular lens.